Manufacturer narrative:
Product support conducted testing on cardiac w49172 with two normal (apparently healthy) donors, calibrator z (negative control) and calibrator h (positive control). Observations are for tni recovery. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. Product support observations for tni recovery follow: no false positives, elevated values, or high bias in tni recovery was observed. No error codes or standard outliers were observed. All data points with both normal whole blood donors (n=4 each) were below the manufacturing (mfg) cut off of 0.05ng/ml. All data points with cal z were below the mfg cut off of 0.05ng/ml. All data points with cal h were with in the mfg 2sd range, with a % recovery of 985 (within the mfg final release specs). The customer complaint of a false positive tni result was not observed with the negative control sample or with the normal whole blood donors. No high bias or elevated values for tni recovery were observed with the positive control. All values for tni given are below the clinical cutoff of 0.40ng/ml as stated in the p.I. (B)(4). No product deficiency was established; no corrective action required at this time.

Event description:
Caller reported false positive troponin I (tni) result on triage cardiac panel for initial test. Repeat draw gave a negative result. Patient came to ed with syncope bradycardia. The initial draw gave a positive tni result on triage cardiac panel test. When testing was performed eleven hours later on triage cardiac panel test, a negative result was observed. No lab confirmation was reported. Patient was referred to cardiologist. No other patient information was accessible to customer.